Manufacturer narrative:
Patient code: motor deficiency. The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported via a physician that a patient has experienced a motor deficit following a cooled rf procedure that was performed on (B)(6) 2020. The physician noted that all aspects of the procedure went as expected and all equipment had performed without incident. Per additional information received 5 jan 2021, the physician is in a private practice and does not do cooled rf procedures at their office. Additional information has been requested but not yet received.